Event description:
It was reported that the patient underwent an unrelated surgical procedure on (B)(6) 2021 without placing the ipg into surgery mode. The ipg was unable to communicate with external device. Troubleshooting was able to resolve the issue and communicate with the ipg. Patient is going well.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to resolve the issue. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.